Event description:
It was reported to bsc that a male pt (age unknown) had undergone an endoscopic retrograde cholangiopancreatography in the common bile duct which involved the use of a jagwire device. It was reported that "during the procedure, [the physician] went to withdraw the guidewire out of the sphincterotome. The technician felt resistance and continued to pull which stripped 3 cm of the hydrophilic tip off of the nitinol core." The physician did not attempt to retrieve the tip from the duct "due to an obstructing ca." There was no reported complication or ill effects sustained by the pt.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The prod has been rec'd by the MFR, but an eval has not yet been conducted. The device history record was reviewed and it has been determined that the reported lot met all specs and had no anomalies relevant to the reported complaint upon its release. The reported lot has not been involved in previous complaints. Further, the february 2007 15 month trend chart for the jagwire prod family was reviewed and indicated no adverse trends for the prod family. Additionally, the complaint alert limit was not exceeded. Because the eval has not yet been completed, we are unable to determine a root cause for neither the reported failure mode nor the relationship between it and the cause for the event.